Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel'), pelvic pain ('pelvic pain'), metrorrhagia ('metrorrhagia / hemorrhages') and gastrointestinal disorder ('digestive problems/ intestinal problems') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal history. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), metrorrhagia (seriousness criterion medically significant), gastrointestinal disorder (seriousness criterion medically significant), pain ("too much pain"), menorrhagia ("menorrhagia / excessive bleeding"), menstruation irregular ("menstrual imbalances always / irregular periods"), abdominal distension ("too much abdominal swelling (like pregnancy)"), swelling ("general swelling / swelling"), headache ("headache"), fatigue ("chronic tiredness, fatigue / chronic fatigue"), asthenia ("no energy"), liver disorder ("liver filtration (unspecified)"), feeling hot ("warm sensation"), radiculopathy ("lumbago with impingement in s.1, lumbar pain"), back pain ("lumbago with impingement in s.1, lumbar pain / low back pain with pinching at s1"), complication of device removal ("she is still having symptoms after the removal / she believes that she is not "completely clean""), apathy ("apathy"), rash ("rash") and dyspareunia ("dyspareunia") and was found to have weight increased ("body was changing, she gained 17 kg / weight gain"). The patient was treated with omeprazole and surgery (endoscopy and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, pelvic pain, metrorrhagia, gastrointestinal disorder, pain, menorrhagia, menstruation irregular, abdominal distension, swelling, headache, fatigue, asthenia, liver disorder, weight increased, feeling hot, radiculopathy, back pain and complication of device removal had not resolved and the apathy, rash and dyspareunia outcome was unknown. The reporter considered abdominal distension, allergy to metals, apathy, asthenia, back pain, complication of device removal, dyspareunia, fatigue, feeling hot, gastrointestinal disorder, headache, liver disorder, menorrhagia, menstruation irregular, metrorrhagia, pain, pelvic pain, radiculopathy, rash, swelling and weight increased to be related to essure. The reporter commented: she is still having symptoms after the essure removal via bilateral saplingectomy, and she believes that she is not completely clean. Currently, despite having undergone surgery for the removal of essure, she continues to suffer numerous damages and symptoms: early menopause, sensitivity and hives among other damages that she continues to suffer in addition to the immense emotional pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality-safety evaluation of ptc; correct ird for the last follow up was (B)(6) 2019 instead of (B)(6) 2019. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel'), pelvic pain ('pelvic pain'), metrorrhagia ('metrorrhagia / hemorrhages') and gastrointestinal disorder ('digestive problems/ intestinal problems') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal history. In (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), metrorrhagia (seriousness criterion medically significant), gastrointestinal disorder (seriousness criterion medically significant), pain ("too much pain"), menorrhagia ("menorrhagia / excessive bleeding"), menstruation irregular ("menstrual imbalances always / irregular periods"), abdominal distension ("too much abdominal swelling (like pregnancy)"), swelling ("general swelling / swelling"), headache ("headache"), fatigue ("chronic tiredness, fatigue / chronic fatigue"), asthenia ("no energy"), liver disorder ("liver filtration (unspecified)"), feeling hot ("warm sensation"), radiculopathy ("lumbago with impingement in s.1, lumbar pain"), back pain ("lumbago with impingement in s.1, lumbar pain / low back pain with pinching at s1"), complication of device removal ("she is still having symptoms after the removal / she believes that she is not "completely clean""), apathy ("apathy"), rash ("rash") and dyspareunia ("dyspareunia") and was found to have weight increased ("body was changing, she gained 17 kg / weight gain"). The patient was treated with omeprazole and surgery (endoscopy and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the allergy to metals, pelvic pain, metrorrhagia, gastrointestinal disorder, pain, menorrhagia, menstruation irregular, abdominal distension, swelling, headache, fatigue, asthenia, liver disorder, weight increased, feeling hot, radiculopathy, back pain and complication of device removal had not resolved and the apathy, rash and dyspareunia outcome was unknown. The reporter considered abdominal distension, allergy to metals, apathy, asthenia, back pain, complication of device removal, dyspareunia, fatigue, feeling hot, gastrointestinal disorder, headache, liver disorder, menorrhagia, menstruation irregular, metrorrhagia, pain, pelvic pain, radiculopathy, rash, swelling and weight increased to be related to essure. The reporter commented: she is still having symptoms after the essure removal via bilateral saplingectomy, and she believes that she is not completely clean. Currently, despite having undergone surgery for the removal of essure, she continues to suffer numerous damages and symptoms: early menopause, sensitivity and hives among other damages that she continues to suffer in addition to the immense emotional pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: patient¿s information provided, essure insertion date updated, and the events apathy, rash, and dyspareunia were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reaction to nickel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), swelling ("swelling"), metrorrhagia ("metrorrhagia"), pelvic pain ("pelvic pain"), back pain ("lumbago with impingement in s.1"), dyspepsia ("digestive problems"), gastrointestinal disorder ("intestinal problems"), hepatic function abnormal ("liver filtration (unspecified)"), fatigue ("chronic tiredness") and injury ("injury and damages increased after essure removal"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, swelling, metrorrhagia, pelvic pain, back pain, dyspepsia, gastrointestinal disorder, hepatic function abnormal, fatigue and injury outcome was unknown. The reporter considered allergy to metals, back pain, dyspepsia, fatigue, gastrointestinal disorder, hepatic function abnormal, injury, metrorrhagia, pelvic pain and swelling to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 420 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel'), pelvic pain ('pelvic pain/ too m uch pain') and gastrointestinal disorder ('digestive problems/ intestinal problems') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion. No relevant personal history. No previously known nickel and rhodium allergy. Previously administered products included for oral contraception: oral contraceptive nos. Past adverse reactions to the above products included drug intolerance with oral contraceptive nos. Concurrent conditions included cervical cancer (patient monitored between (B)(6) 2017 and (B)(6) 2018) and human papilloma virus infection (found positive during allergy clarifications, 1-year follow-up recommended). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced back pain ("lumbago with impingement in s.1, lumbar pain / low back pain with pinching at s1"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and dermatitis contact ("contact dermatitis"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dyspareunia ("dyspareunia"), menometrorrhagia ("menorrhagia / excessive bleeding, irregular/ metrorrhagia / hemorrhages"), abdominal distension ("too much abdominal swelling (like pregnancy)"), headache ("headache"), urticaria ("urticaria"), generalised oedema ("general swelling / swelling"), gastrointestinal disorder (seriousness criterion medically significant), liver disorder ("liver filtration (unspecified)"), fatigue ("chronic tiredness, fatigue / chronic fatigue"), asthenia ("no energy"), apathy ("apathy"), radiculopathy ("lumbago with impingement in s.1, lumbar pain") and feeling hot ("warm sensation") and was found to have weight increased ("body was changing, she gained 17 kg / weight gain"). The patient was treated with omeprazole and surgery (endoscopy and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, pelvic pain, back pain, menometrorrhagia, abdominal distension, headache, urticaria, generalised oedema, gastrointestinal disorder, liver disorder, fatigue, asthenia, weight increased, radiculopathy and feeling hot had not resolved and the dyspareunia, dermatitis contact and apathy outcome was unknown. The reporter considered abdominal distension, allergy to metals, apathy, asthenia, back pain, dermatitis contact, dyspareunia, fatigue, feeling hot, gastrointestinal disorder, generalised oedema, headache, liver disorder, menometrorrhagia, pelvic pain, radiculopathy, urticaria and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, the essure was implanted into both tubes without complications. On (B)(6) 2017 contact dermatitis was found due to nickel. On (B)(6) 2017 it was suggested that a bilateral salpingectomy laparoscopy be performed. Patient signs informed consent. On (B)(6) 2017 the essure is removed by means of a laparoscopic bilateral salpingectomy, without complications. She is still having symptoms after the essure removal via bilateral salpingectomy, and she believes that she is not completely clean. Currently, despite having undergone surgery for the removal of essure, she continues to suffer numerous damages and symptoms: early menopause, sensitivity and urticaria among other injuries that she continues to suffer in addition to the great emotional pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2015: insertion procedure without incidents. Imaging procedure - on an unknown date: device normally inserted. Physical examination - in (B)(6) 2017: due to lower back pain and non-specific stomach pain, referral to physiotherapy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2022: medical records were received via lawyer. New: medical history added: abortion, she cannot tolerate oral contraceptives. Essure insertion date was specified: on (B)(6) 2015, the essure was implanted into both tubes without complications. On (B)(6) 2017 (date added) contact dermatitis (event rash was specified) was found due to nickel. Comment added: on (B)(6) 2017 it was suggested that a bilateral salpingectomy laparoscopy be performed. Patient signs informed consent. On (B)(6) 2017 the essure is removed by means of a laparoscopic bilateral salpingectomy, without complications. Events referring to menstrual disorders pooled to menometrorrhagia, event too much pain merged with pelvic pain. Imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel'), pelvic pain ('pelvic pain/ too m uch pain') and gastrointestinal disorder ('digestive problems/ intestinal problems') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion. No relevant personal history. No previously known nickel and rhodium allergy. Previously administered products included for oral contraception: oral contraceptive nos. Past adverse reactions to the above products included drug intolerance with oral contraceptive nos. Concurrent conditions included cervical cancer (patient monitored between (B)(6) 2017 and (B)(6) 2018) and human papilloma virus infection (found positive during allergy clarifications, 1-year follow-up recommended). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced back pain ("lumbago with impingement in s.1, lumbar pain / low back pain with pinching at s1"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criterion intervention required) and dermatitis contact ("contact dermatitis"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dyspareunia ("dyspareunia"), menometrorrhagia ("menorrhagia / excessive bleeding, irregular/ metrorrhagia / hemorrhages"), abdominal distension ("too much abdominal swelling (like pregnancy)"), headache ("headache"), urticaria ("urticaria"), generalised oedema ("general swelling / swelling"), gastrointestinal disorder (seriousness criterion medically significant), liver disorder ("liver filtration (unspecified)"), fatigue ("chronic tiredness, fatigue / chronic fatigue"), asthenia ("no energy"), apathy ("apathy"), radiculopathy ("lumbago with impingement in s.1, lumbar pain") and feeling hot ("warm sensation") and was found to have weight increased ("body was changing, she gained 17 kg / weight gain"). The patient was treated with omeprazole and surgery (endoscopy and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, pelvic pain, back pain, menometrorrhagia, abdominal distension, headache, urticaria, generalised oedema, gastrointestinal disorder, liver disorder, fatigue, asthenia, weight increased, radiculopathy and feeling hot had not resolved and the dyspareunia, dermatitis contact and apathy outcome was unknown. The reporter considered abdominal distension, allergy to metals, apathy, asthenia, back pain, dermatitis contact, dyspareunia, fatigue, feeling hot, gastrointestinal disorder, generalised oedema, headache, liver disorder, menometrorrhagia, pelvic pain, radiculopathy, urticaria and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, the essure was implanted into both tubes without complications. On (B)(6) 2017 contact dermatitis was found due to nickel. On (B)(6) 2017 it was suggested that a bilateral salpingectomy laparoscopy be performed. Patient signs informed consent. On (B)(6) 2017 the essure was removed by means of a laparoscopic bilateral salpingectomy, without complications. She is still having symptoms after the essure removal via bilateral salpingectomy, and she believes that she is not completely clean. Currently, despite having undergone surgery for the removal of essure, she continues to suffer numerous damages and symptoms: early menopause, sensitivity and urticaria among other injuries that she continues to suffer in addition to the great emotional pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2015: insertion procedure without incidents. Imaging procedure - on an unknown date: device normally inserted. Physical examination - in (B)(6) 2017: due to lower back pain and non-specific stomach pain, referral to physiotherapy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-feb-2022: quality safety evaluation of product technical complaint (ptc) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reaction to nickel"), pelvic pain ("pelvic pain"), metrorrhagia ("metrorrhagia / hemorrhages") and gastrointestinal disorder ("digestive problems/ intestinal problems") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), metrorrhagia (seriousness criterion medically significant), gastrointestinal disorder (seriousness criterion medically significant), pain ("too much pain"), menorrhagia ("menorrhagia"), menstruation irregular ("menstrual imbalances always"), abdominal distension ("too much abdominal swelling (like pregnancy)"), swelling ("general swelling"), headache ("headache"), fatigue ("chronic tiredness, fatigue"), asthenia ("no energy"), liver disorder ("liver filtration (unspecified)"), weight increased ("body was changing, she gained 17 kg"), feeling hot ("warm sensation"), nerve root compression ("lumbago with impingement in s.1, lumbar pain"), back pain ("lumbago with impingement in s.1, lumbar pain") and complication of device removal ("she is still having symptoms after the removal / she believes that she is not "completely clean""). The patient was treated with omeprazole, surgery (laparoscopic bilateral salpingectomy) and surgery (endoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, pelvic pain, metrorrhagia, gastrointestinal disorder, pain, menorrhagia, menstruation irregular, abdominal distension, swelling, headache, fatigue, asthenia, liver disorder, weight increased, feeling hot, nerve root compression, back pain and complication of device removal had not resolved. The reporter considered abdominal distension, allergy to metals, asthenia, back pain, complication of device removal, fatigue, feeling hot, gastrointestinal disorder, headache, liver disorder, menorrhagia, menstruation irregular, metrorrhagia, nerve root compression, pain, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: she is still having symptoms after the essure removal via bilateral saplingectomy, she believes that she is not completely clean. A common symptom was chronic fatigue, all patients presented tiredness, they do not have energy. About the job, they cannot go to work, they have chronic fatigue, pelvic pain, imbalances. All of them had endoscopies due to the digestive problems, in some cases they needed a diet for celiac disease, they have used omeprazole, and have presented warm sensation and too much pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: patient commented after essure implantation she had (new:) too much abdominal swelling (like pregnancy), body was changing: she gained 17kg weight, headache, warm sensation, too much pain, imbalances, menstrual imbalances, no energy. She is still having symptoms after the essure removal (outcome added) therefore (new event:) "she is still having symptoms after the removal / she believes that she is not "completely clean" added. Event amended: lumbago with "lumbar pain". Endoscopies added as treatment to digestive problem, omeprazole added as treatment drug (a summary case was created for "all of them" patients). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.